Event description:
It was reported that an unspecified spectrum pump displayed a drug name which was different than the drug name selected from the drug library. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.